Event description:
It was reported that the device is not responding to telemetry, and that it has reached its elective replacement indicator prematurely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.